Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm, bad battery, weak battery, and failed battery. The blood glucose at the time of the incident was unknown. The customer states they had to change the battery, because of the black circle on the pump. The customer then reviewed the pump history and noticed multiple alarm weak battery, bad battery, and no delivery alarm. The customer also mentioned dropping the pump in water. However troubleshooting was not able to resolve the issues, because the call was dropped. There were attempts to call back customer, but no response. The device will not be returned for analysis.